Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information patient experienced persistent leg pain. Patient reported she could not move her leg without pain. No pain when lying down. Physician determined that he over rotated the introducer on the dynamic side and placed anchor in adductor magnus and the tension on the sling was causing the pain when moving her leg.

Manufacturer narrative:
A titan otr pump was received for evaluation. Examination and testing of the returned component revealed no functional abnormalities noted with the pump. The information received indicated ""kink" in pump - very stiff and rigid - impossible to inflate", but because no functional abnormalities were noted with the returned components, quality cannot confirm the complaint as reported. Management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Based on this information, no further corrective action is required at this time.